Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the united states alleged discrepant results when using the cobas® sars-cov-2 & influenza a/b assay for use on the cobas® liat® system. The alleged sample initially generated a negative result for all three targets (sars-cov-2, influenza a and b). The same sample was retested on a separate cobas liat analyzer and generated a positive result for all 3 targets. The negative results were reported out. No harm is alleged. Per FDA¿s eua guidance, 1 MDR will be filed.

Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation.

Manufacturer narrative:
Although a root cause cannot be identified, the data showed true amplification for all three targets. No systemic product problem with the reagent or hardware was identified.